Event description:
The hydraulic pump will no longer raise or lower. The seal is leaking at the top. Possible for leaking grease, no injury reported.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model ghs350, serial number/date (B)(4) is approximately 2 years, 10 months old. The owner's manual part number 1148115, rev.b(jun-09), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. A call was placed; however, no further information has been received; therefore, the consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.